Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the generator power control box was damaged. While onsite, the technician replaced the control box. The unit was tested, confirmed to be operating according to specifications, and returned to service. The generator power control box subject of the reported event was returned to steris for evaluation. Based on the evaluation completed, an exact root cause of the reported event could not be determined. No additional issues have been reported.

Event description:
The user facility reported observing a small flame on their amsco 600 sterilizer. The flame was quickly extinguished. No report of injury.

Manufacturer narrative:
The components subject of the reported event are being returned for evaluation. A follow-up report will be submitted once additional information becomes available.